Event description:
It was reported that during a trial case involving an implantable neurostimulator, high impedance values were observed for electrodes during testing. Initially, electrodes 0-3 were out of range, and after wiping the lead and retesting, the same high impedance values persisted. When the port for the leads was changed, electrodes 8-11 were out of range. A new lead was used, and upon conducting the impedance test, high impedances were noted for all electrodes, although the values began decreasing within a few minutes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6)); product type: 0215-screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977d260, lot# serial# (B)(6), product type screening device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported the cause was not determined. Tech services said non conductive environment. Immediately after procedure the impedances fell back into normal range. The issue was resolved. Successful trial and programming and system worked properly. The device was discarded.